Manufacturer narrative:
The device in question was partially returned for technical analysis. The hand wheel and the clip were not returned. All available components were inspected and no deviation from product specification could be found. The used endoscope was out of specification for the use of colonic ftrd. When the outer diameter is to large this can affect the clip deployment. It was reported that after turning the hand wheel clip deployment was assumed and not visually verified. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied.the risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used to treat an adenoma in the appendix. The clip application was not verified before tissue resection. The resulting perforation was closed with clips within the same procedure. The patient recovered well.